Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this patient presented with dizziness and was admitted to the hospital. Device interrogation was unsuccessful and a magnet rate could not be obtained. The device battery had prematurely depleted and a replacement procedure was performed. Visual inspection of the device noted that the device surface looked as if it had swelled from the inside out. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination confirmed the device case appeared swollen near where the battery is situated within. The device could not be communicated with. The device case was removed to facilitate inspection of the internal components. The battery voltage was measured at 1.267 volts, lower than expected. Additionally, the battery was noted to be swollen. The battery was removed and replaced with an external power source and the device was successfully interrogated. The issue appeared to be due to the battery. The battery was forwarded on for detailed testing. Despite exhaustive testing, the root cause of the battery issue could not be determined. Our product performance quality system was reviewed and this was determined to be a non-patterned issue. This anomaly has been reported to our engineering and manufacturing departments. Boston scientific has a vigilant quality monitoring system and we will continue to analyze field performance data to ensure that risk remains within expectations.